Event description:
The patient required revision surgery due to loosening of both tibial and femoral stems. Initial tka was on (B)(6)2018 when the tibial stem was implanted. The patient's first revision was on (B)(6)2018. The femoral stem was implanted on this date.